Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd connecta¿ stopcocks had the tubing separate from the adapter. The following information was provided by the initial reporter "the tubing has separated from the cap connected to the patient's i.v. Catheter three times when the automated injector is injecting contrast (less than 3 ml/sec). "

Event description:
It was reported that 3 bd connecta¿ stopcocks had the tubing separate from the adapter. The following information was provided by the initial reporter "the tubing has separated from the cap connected to the patient's i.v. Catheter three times when the automated injector is injecting contrast (less than 3 ml/sec). "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-22. H6: investigation summary: our quality engineer inspected the 3 samples, 2 packed and 1 unpacked, submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. All the samples were examined and were all found to be within the proper manufacturing specifications. No damages were observed on the samples as well. Bd determined that the cause of the failure was most likely associated to misuse of the product. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.